Event description:
It was reported that a user experienced a dexcom g7 continuous glucose monitor (cgm) connection issue in which the cgm displayed a pairing failed alert and the system indicated pairing with sensor, which was traced to entry of an incorrect sensor pairing code; the user then entered the correct code per troubleshooting and was advised to wait for data to resume. No physiological symptoms were reported. Outcomes included no clinical impact or medical intervention. User support included interview and guided troubleshooting focused on cgm setup and pairing steps. Investigation of this case revealed a use-related error involving an incorrect sensor code entry that led to unsuccessful pairing and loss of cgm data display, with no device hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incorrect pairing code entry.